Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist (tss) mentioned that hit team found services running under medstar\medstarsqlserversvs were failing authentication and updated credentials to medstar\cfnservice on the report server. Changes were verified, etl restarted, and a report run attempt returned an error: ¿unexpected error occurred. Please try again later.¿ the tss reviewed logs and identified an encryption validation issue. Applied the relevant knowledge article to resolve it, after which manual and scheduled reports executed successfully. The customer confirmed resolution with another facility. Root cause was service account logon failure causing sql services to stop, disrupting pyxis reporting. Etl delays occurred due to services being down for 11+ hours. The tss provided the customer with preventive measures to avoid recurrence during future reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server pyxis es server was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.